Manufacturer narrative:
The instrument is currently operational. The customer has provided instrument files. Investigation is ongoing. The cause of this event is unknown.

Event description:
The customer reported that they received a low po2 result compared to the initial testing of the patient sample on another lab instrument. There is no report of injury due to this event.